Event description:
The customer reported the monitors went black before a case. The problem occurred with patient on the table and under anesthesia. No patient injury was reported.

Manufacturer narrative:
The ge service rep replaced hard drive, image processor, network card, external interface and interconnect cable. He securely seated chips on ffb and x-ray controller. He adjusted the ps-1 five volts to 5.2v. Tested, system operates as intended.